Event description:
It was reported that: one side of the peel-away sheath broke off while attempting to separate the two halves. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: one side of the peel-away sheath broke off while attempting to separate the two halves. The reported defect was detected during use on patient.the patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
Qn#(B)(4) the report that a peel-away did not tear correctly was confirmed through complaint investigation of the returned sample. The customer returned one peel-away sheath for evaluation. Signs-of-use were observed. Visual inspection of the peel-away sheath revealed that one of the tabs did not tear correctly. This resulted in the extrusion to separate. Further analysis revealed that one side of the sheath was split completely separated down the entire extrusion. The sheath extrusion was additionally severed to observe the cross section. The sheath body length from the tabs to the distal tip measured 2 13/16" via calibrated ruler, which was within the specification limits of 2 5/8"-2 7/8" per the peel-away product drawing. The sheath outer diameter/inner diameter could not be accurately measured. Functional inspection could not be accurately performed due to the condition of the returned sample. A device history record review revealed few findings relevant to this issue. Based on the customer report, the sample received, and the comments from r & d, manufacturing caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.